Event description:
It was reported that bd insyte-n autoguard yel 24ga x .56in needle retraction failed it was reported by customer that the safety mechanism did not activate when pressed verbatim#: rcc received a complaint via email. Email(s) attached. We received a safety notice over the weekend about the insyte-n 24g x .56 catheter, as the safety mechanism did not activate when pressed. This was reported by our xx team at yy, and the product in question¿s lot # is 4199752. A total of 3 ivs did not engage, but others tested from the lot did (3x).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(6) and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.